Event description:
Caller states patient tested 38 mg/dl and 34 mg/dl on paramedic's meter (unknown how much time elapsed between the two results). The patient was treated with oral glucose and tested hi (greater then 600 mg/dl) on the advantage system. Ten minutes later, patient became disoriented and tested 184 mg/dl on advantage system. A result of 17 mg/dl was obtained on the paramedics's meter immediately following result of 184 mg/dl; patient received unspecified treatment based on result of 17 mg/dl. Requested return of suspect device and replacement was sent.